Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: on (B)(6) 2020 onset, effusion right knee, aspiration and ultrasound exam of right knee suprapatellar region. 30cc of fluid removed (B)(6) 2020. Resolved without further intervention (B)(6) 2021. Completed clinical study on (B)(6) 2020. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
It was reported a clinical study patient underwent primary right knee. Subsequently patient developed an effusion of right knee, and aspiration and ultrasound performed about 2 years post procedure and 30cc of fluid removed. It is noted that the reported event resolved without further incident, and patient has completed clinical study and remains implanted.